Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f, that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f, are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On july 29, 2025, it was reported that sometimes later, post port placement, the implantable chamber was allegedly clogged. It was further reported that patient allegedly experienced swelling at the catheter appeared during the administration of parenteral nutrition. It was further reported that the catheter had problems with aspiration and flushing. Subsequently, on (B)(6), device was removed. The current status of the patient was unknown.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using hickman titanium port s/l. Post the port placement, the implantable chamber was allegedly clogged. It was further reported that patient allegedly experienced swelling at the catheter appeared during the administration of parenteral nutrition. Furthermore, the catheter had problems with aspiration and flushing. Subsequently, on (B)(6) 2024, device was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the titanium low-profile implantable port, broviac single-lumen, 6.6f, that are cleared in the us. The pro code and 510 k number for the titanium low-profile implantable port, broviac single-lumen, 6.6f, are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one titanium port implantable port attached to a catheter. Infusion was attempted but was unsuccessful. Aspiration was attempted and was unsuccessful as neither water nor air did not return to attached syringe. The port septum was observed blowing up during attempt. Therefore, the investigation is confirmed for the reported obstruction of flow, suction issue and difficult to flush issues. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.